Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event for fracture (of the handle, not the needle) was confirmed through product return. Visual examination of the returned product confirmed the front end has fractured near the depth gauge. Fracture surface artifacts of hackle marks and a possible bending hinge suggest the bending overload failure mode. The device was returned partially cycled with the suture/anchors remaining in the needle. The root cause remains unchanged; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device evaluation found that the malfunction occurred at the handle and not the needle. This did not contribute to a serious injury, nor has this malfunction in the past. Therefore, this would not be considered a reportable event.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in taiwan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair surgery, the device was found to be fractured when the packaging was opened. This product could not be used for the repair, and no patient impacts resulted from this malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.